Event description:
A customer reported a medical event due to not receiving their replacement adc freestyle libre reader. The initial reason for the reader replacement was an issue with the reader's touch screen. The customer not able to monitor their blood glucose and on (B)(6) 2019, the customer went to the hospital where a blood glucose of 500 mg/dl was obtained on the hospital's meter. The customer was diagnosed with hyperglycemia and treated with insulin (dose unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and libre reader, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event due to not receiving their replacement adc freestyle libre reader. The initial reason for the reader replacement was an issue with the reader's touch screen. The customer not able to monitor their blood glucose and on (B)(6) 2019, the customer went to the hospital where a blood glucose of 500 mg/dl was obtained on the hospital's meter. The customer was diagnosed with hyperglycemia and treated with insulin (dose unknown). There was no report of death or permanent injury associated with this event.